Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique prior to a pacemaker implant procedure. The initial sheath size was not provided. The first prostyle suture was pre-placed in the 11 o¿clock direction. The second prostyle suture was attempted in the 1 o¿clock direction. The plunger was pushed down and pulled back at 45 degree angle, but, reportedly, no suture was attached, cuff miss. The sutures of another prostyle were successfully pre-placed. The sheath was upsized to a 23f sheath and the pacemaker implant procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.